Manufacturer narrative:
A bci customer technical support(cts) assisted the customer had customer check vacuum accumulator for fluid. Cts also instructed the customer to tighten the vacuum accumulator canister. A bci field service engineer (fse) replaced both vacuum and pressure pumps.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a no foam bottle leak. No injury was reported or occurred due to this event.